Event description:
It was reported about two years prior to report, the patient had an implantable neurostimulator to help control the "stings" the patient experienced as a result of complex regional pain syndrome. After a year, the patient started weaning off of her pain medications, morphine and vicodin, to discover that her body was reacting to the system components and was in "indescribable pain that never completely went away." The patient was taking prednisone and tramadol to desensitize at the time of report. It was noted that the patient had been diagnosed with many auto-immune diseases in her lifetime, and the patient stated that made it likely her body would reject an implant. The patient indicated that she now needs to get the system removed. No additional information was known at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknow n_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).